Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the right ventricular lead exhibited oversensing. During procedure for generator change out for normal eri the lead was capped and replaced on 10/25/2017. The patient was stable.